Event description:
Tsh discrepant results for one patient. Sample from (B)(6) 2006, initial result 58.3 miu/ml. Same sample repeated using different method gave result of 7.95 miu/ml. New sample from the same patient tested (B)(6) 2006 gave initial result of 71.7 miu/ml, repeated using different method gave result of 8.05 miu/ml. This sample was also tested using a third method, and gave result of 98.6 miu/ml. New sample from the same patient tested (B)(6) 2007 gave initial result of 95.5 miu/ml, repeated using different method, gave result of 7.80 miu/ml. If additional information is received, appropriate notification will be provided.